Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd896688 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dosage, route, and frequency not reported) and was reported to have recovered from the peritonitis. The patient¿s pd catheter was removed on an unknown date and pd therapy was discontinued. Additional information was requested but is not available. This is report 1 of 2.